Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a low blood glucose (bg) level of 26 mg/dl. Customer was treated with intravenous sugar water, and was released from the ER 3 hours later. Reportedly, the customer was not receiving current blood glucose values on the continuous glucose monitor, therefore, the pump delivered insulin based off the pump personal profile settings instead of the control iq software settings. Tandem technical support performed a system check on the pump and determined that the pump functioned as intended.